Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease, and liver disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease, and liver disease. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed evidence of sound abatement foam degradation/breakdown in this device. The manufacturer also observed customers humidifier heater plate did heat. Manufacturer observed the following sound abatement degraded foam indications like black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure and able to confirm the presence of degraded sound abatement foam. In secondary findings dust like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust like contamination inside humidifier enclosure, on and under the heater plate, on the dry box and inside the water tank. Air inlet filter missing, user interface knob broken, humidifier on indicator led cr11 inoperative. Possibly a faulty led. Extra pads added to bottom of base device and humidifier. Multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.